Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the atrial lead exhibited low out of range pacing lead impedance and noise due to emi. The lead remained implanted and the pt will continue to be monitored.